Event description:
It was reported the customer had a introducer needle break on their sensor. The customer reported a sensor cannula was missing from their sensor. It was found the customer had a difficult time removing their introducer needle. Customer was also unsure weather the sensor cannula was inside their body. Customer's blood glucose was 292 mg/dl at the time of the call. The customer also stated there was blood at site, but the site was not actively bleeding. The customer's sensors will be replaced. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and an initialization test performed using a new lab transmitter. The sensor functioned properly. No dull needle tip defects were found. The introducer needle passed per specification. The cannula was whole with no broken or missing parts. The sensor passed the bicarbonate buffer test with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.